Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The physician alleges that during a peripheral vascular diagnostic procedure the tip of the catheter detached within the patient's left leg. The physician had acquired retrograde access via the right femoral artery. During catheter manipulations the catheter tip detached within the patient's left leg. The physician then used a vascular snare device to successfully retrieve the tip from the patient's artery.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint is confirmed. The root cause is attributed to the manufacturing process. A review of the complaint database was performed and no similar complaints for this lot number were found. A review of the device history record was performed and no exception documents were found. Corrective actions are in process.